Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system and mid procedure, the workstation caught fire from the inside out. The procedure was stopped. The issue was resolved by disconnecting the power from the workstation. The physician was able to continue the procedure without using the carto® 3 system. There was no noise issue or loss of signal as a result of the incident. The physician was been able to continue with all information about the patient state. There were no consequences to the patient. In addition, no member of the staff, either nurse or physician, were injured. This event is MDR reportable because of the workstation fire. With a fire there is a risk to the staff and the patient for burns and smoke inhalation, as well as hazards that come with the difficulty of removing a sedated patient during an emergency evacuation situation.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system and mid procedure, the workstation caught fire from the inside out. The product analysis record identified the presence of smoke rather than fire. Defective workstation was replaced. Field service engineer confirmed that the system is working as per expectation and ready for clinical use. Defective workstation was sent to the device manufacturer for further investigation. Per the device manufacturer, the customer complaint was confirmed. The motherboard was found damaged. The electrolytic capacitor burned on the motherboard and this caused the reported issue. As preventive action, the workstation was moved to scrap. The device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.